Event description:
It was reported that the anchor broke after it was inserted about 30% into the drill hole. The drill hole was prepared well and also was notched. The broken piece is fixed in the drill hole, so the surgeon did not remove it because he thought it would not have been possible to remove the pieces without doing more harm than good.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. Also the dfu states that when inserting in hard bone first use the punch to create a pilot hole then insert the tap to better prepare the bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.